Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a fever, pain, and the patient was in the emergency room (ER) for a possible infection. The hcp stated the patient developed a fever yesterday and had increasing pain ever since implant two weeks ago, but it had gotten even worse the last 2 days. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the infection was confirmed, and antibiotics were given to resolve the infection. It was unknown if the infection had resolved, and the patient¿s weight was noted to be ¿not obese.¿ there were no further complications reported or anticipated.